Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity of the foreign material adhering to the forceps, and the root cause could not be determined, however, the foreign material was likely the result of the IFU-recommended reprocessing not being completed. The event may be prevented by following the instructions for use which state: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope¿. In addition, the following non-reportable malfunction was found during the device evaluation: - adhesive around objective lens has wear. Olympus will continue to monitor field performance for this device.

Event description:
Additional event information received from the customer: - the device did not pass leakage test before reprocessing.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there is foreign material on the forceps elevator. This is likely caused by insufficient cleaning. Other observations for the device: during incoming inspection leakages were found at universal cord and distal end rubber coating (a-rubber); forceps elevator l-arm had corrosion; and a-rubber and universal cord have a pinhole. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This is an olympus loaner asset returned without any reported malfunction. There is no patient involvement and no harm reported to any patient. The device was sent to the service center for inspection. Upon evaluation of the device, it was observed that there is foreign material on the forceps elevator. This is likely caused by insufficient cleaning. This medwatch is being submitted for the reportable issue of the presence of foreign material on the forceps elevator as observed during device evaluation.